Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
Serial #: unknown, not provided catalog#: a complete catalog # is unknown as the serial number was not provided. UDI#: UDI # is unknown as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. Device manufacture date: unknown, as serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. Device evaluation: the product testing could not be performed as the product was not returned. The customer's reported complaint was not verified. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had unexpected postop refraction after the implantation of lens model, zct150 toric iol (intraocular lens) in his left eye (os). As a result, a planned treatment will be performed. Through follow-up, patient's post-op os ucva (uncorrected visual acuity) was 20/60 and bcva os (best corrected visual acuity) was 20/20. It was also noted that patient is on flomax. Here are the following patient's examination results (preoperative/postoperative): a. Patient preoperative os results: rx (refraction): -2.00 +1.25 x 010. Planned iol: lens model, zct150 +11.50 axis @ 170 degrees 2 month result: os: uncorrected: 20/60, os: +1.75 +1.00 x 035 20/20. B. Patient's postoperative os results: rx: +1.75 +1.00 x 035, target rx: 0.00. No additional information provided.